Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device, as of the date of this report, (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed on july 29, 2013.

Manufacturer narrative:
(B)(4).